Manufacturer narrative:
(B)(4). The manufacturer did not received explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. Should additional information becomes available and/or the device(s) be returned for evaluation and an investigation result be available an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the patient underwent a right total hip arthroplasty on (B)(6)2007, as revision of a femoral head resurfacing on (B)(6)2007. It is also reported that post op, patient was treated for an infection, the wound was drained and the ball component and femoral stem were exchanged on (B)(6)2008.